Event description:
The physician reports difficulties with irrigation and vacuum during cataract surgery, causing a weak chamber, which resulted in a posterior capsular tear. A vitrectomy was performed and another intraocular lens was implanted. Additional information has been requested.

Manufacturer narrative:
A device evaluation was performed at the facility by the field service representative (fsr). The fsr verified correct settings and performance per data log and was unable to find any issues. The unit was found to conform to the manufacturer's specifications.